Event description:
It was initially reported that the pt had their generator explanted due to an infection. The surgeon believes that the pt may have been picking at the incision site which led to the infection. The pt also had poor hygiene. Cultures were taken and found to be a type of (B)(6). In addition to the explant of the generator, the pt was placed on a six week course of antibiotics. The pt is to be re-implanted once the infection resolves. The explanted generator was returned to the manufacturer for eval. Product analysis is planned but has not been completed. The device history records were reviewed confirming sterilization of the lead and generator prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.